Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No other ancillary devices were included. The hawkone unit was inspected and the torque shaft was observed to have a bend at an approximate 45 degree angle beneath the strain relief. The distal assembly showed traces of dried blood within the cutter window and the laser drilled tip. The black jacket of the torque shaft was inspected. Traces of blue cloth-like/fibrous material was discovered throughout the torque shaft. Dried blood was observed adhered to the toque shaft. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where to coating was either non-existent or thin. The torque shaft was run between two fingers and a rough surface was felt throughout the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone device with a non-mdt 6fr sheath and non-mdt .014 guidewire for the treatment of a cto 300mm plaque lesion in the left mid superficial femoral artery. The IFU was followed. The vessel was reported to be 5mm in diameter and was not pre-dilated. The shaft of the device was reported to feel rough. The device was successfully used in this procedure. The vessel was post dilated. No patient injury was reported.